Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 22oct2008 to the present date 28nov2020 and note that this device has been returned for service 2 times, 1 of which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device alarms error code 242.4030. Replaced air in line multiple times and still alarms. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device alarms error code 242.4030. Replaced air in line multiple times and still alarms. No patient involvement.